Event description:
L1 mesa small stature screw broke in a growing rod construct using a magec rod approximately 4 months post-operatively. The patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The head of the screw separated from the shaft of the screw. The inner and outer collet of the screw are still fully locked and were returned separated from the shaft. The complexity of the case and the use of the growing rod likely contributed to the incident.

Manufacturer narrative:
The patient was successfully revised and the broken screw at l1 was removed and replaced. The construct was also extended a level below to l2. The device is being returned but has not yet been received for analysis. A general review of the manufacturing and inspection records did not reveal any discrepancies or contributory factors. It is worth noting that the screw was not used as intended but, instead in a growing rod construct., with another manufacturer's rod.